Event description:
It was reported the subject device had communication error. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: switch function was intermittent, intermittent image showed on monitor, bad connector/cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image showed on monitor was due to bad connector/cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.